Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports being diagnosed via x-rays and periodontal charting with active periodontal disease, generalized chronic stage ii periodontal grade b, a contraindication to clear aligner treatment, specially without dental supervision. Patient unhappy with results and is being referred to an orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.